Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # v386129, implanted: (B)(6) 2010, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # v386129, implanted: (B)(6) 2010, product type lead. (B)(4).

Event description:
It was reported that in (B)(6) 2010 she was playing volleyball in a swimming pool and a 300 pound man fell on her back. It was indicated that since then she had pain in her spine and was thinking that the pain she was feeling was where the leads are placed for her stimulator. It was indicated that patient¿s spine had been fused was curving and deteriorating. It was indicated that the patient used percocet and lidocaine patches that do not help. It was noted that the patient ¿cries herself to sleep and wants to cut the device out with an exact knife.¿ it was indicated that her pain health care provider thought patient should have the neurostimulator removed. The patient had the neurostimulator off for the last year and half and that it was hard to tell if the device worked for her because the accident happened so close after the device was put in. The patient was wearing pads, still had accidents and was taking ¿vesicare 10¿ orally for the symptoms. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Follow up information received reported that the patient still had concerns with their device therapy but was working with their doctor and manufacturer's representative. The patient noted that they are having the implantable neurostimulator (ins) removed due to pain (the leads caused them pain) and "poor results." Appointments of (B)(6), (B)(6), and (B)(6) 2014 were noted. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.